Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test, error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarm noted. The motor passed motor test. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the esc and the act buttons do not work on the insulin pump keypad and are not responsive when pressed. The customer also received a motor error. The blood glucose level was 430 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced.